Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent a multi level fusion where rhbmp-2/acs and peek cage were used on (B)(6) 2011. The patient underwent a multiple level posterior approach spinal surgery where rhbmp-2/acs was used on (B)(6) 2011. The patient reportedly sustained unspecified injuries following the implantation of rhbmp-2/acs. No further information has been provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the post-operative period was marked by severe pain. Imaging studies ultimately showed that the patient developed uncontrolled bone growth and resulting nerve impingement at or near the implant site.

Event description:
After second surgery the patient felt no relief in pain.the patient could only walk with the assistance of a walker.the patient could no longer stand up under own power. The patient continued to visit surgeon until (B)(6) 2012. In (B)(6) 2013, the patient underwen x-ray of the spine. X-rays indicated that screws were loose in her spine.